Event description:
Prior to surgery it was observed that a loop of wire protruded from the tip of the permanent spatula instrument. In spite of the presence of the protruding wire loop, the site choose to use the instrument in a surgery since: 1) the instrument was on it's 7th of 8 lives and 2) the hosp believed the loop was present during previous surgeries and had caused no problems. It was reported that part way through the ensuing surgery, the permanent spatula instrument began to "disintegrate." The instrument was removed and replaced to complete the procedure robotically. It was reported that there were no injuries to the pt.